Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a failed batter test alert. Troubleshooting occured. Customer reported having low blood glucose levels of 434mg/dl. Customer's blood glucose level at the time of the call was 454mg/dl. Customer treated with a manual injection. No additional information was provided.